Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that despite high output, intermittent loss of right ventricular (rv) capture was identified via telemetry. The rv output was reprogrammed to fixed. Additional lead evaluation was recommended. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that despite high output, intermittent loss of right ventricular (rv) capture was identified via telemetry. The rv output was reprogrammed to fixed. Additional lead evaluation was recommended. The lead remains in service and no adverse patient effects were reported. It was reported that this lead was subsequently repositioned with satisfactory parameters. No additional adverse patient effects were reported.